Manufacturer narrative:
Product complaint # ==> (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the complaint device is not being returned, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (3l87541), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by distributor via personal interaction that during an unknown procedure, while using a truespan meniscal repair system peek 12 degree, this was inserted and before firing the implant, however, it was visible out of the needle. No surgical delay or patient consequence reported. The device was the first use when the issue occurred. Additional information received from the affiliate reported the procedure was successfully completed and the device is not available to be returned.